Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented at a follow-up in clinic. Upon review, the right ventricular lead exhibited high pacing impedance, high capture thresholds, and reduced r-wave amplitudes. The physician elected to monitor the lead. The patient was in stable condition.